Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that valve thrombosis occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was on a prior regimen of aspirin and other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. In (B)(6) 2021, 152 days post index procedure, the patient presented with shortness of breath and pre-syncope. The patient was hospitalized for further treatment and evaluation. At the time, the patient was on aspirin and other antiplatelet medication. A transthoracic echocardiogram was performed and revealed valve in situ parameters are elevated which suggested the lotus edge valve was not functioning well due to calcified valve thrombosis with no aortic regurgitation. The patient was initially treated with thrombolysis therapy and recommended for computed tomography (CT) scan. Later thrombolysis therapy was switched to oral warfarin and inr was 3.0. At the time of reporting, the event was considered not resolved. Six days after the valve thrombus was found, the patient was discharged on aspirin and warfarin.